Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 7310518 number, and no non-conformances were identified. Manufacturing date: 05/apr/2016. Expiration date: 04/apr/2020. A manufacturing record evaluation was performed for the finished device 6881283 number, and no non-conformances were identified. Manufacturing date: 14/nov/2014. Expiration date: 12/nov/2018. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who had a mentor smooth round moderate profile 275cc saline prosthesis placed experienced unilateral deflation on an unknown side post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Two lot and serial numbers were provided. However, it could not be determined which ones belonged to the complaint device. This is reflected in section d.

Manufacturer narrative:
Additional information was received on may 6, 2024. Explant is scheduled for (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on may 14, 2024. The lot and serial numbers were clarified to be (B)(6) and (B)(6), respectively. Replacement with mentor gel was performed with explant. The impacted product was received by the failure analysis lab on june 3, 2024. The investigation of the returned device was completed by the failure analysis lab on june 3, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, microscopic examination, and thickness measurement of the returned device. During the visual analysis of the returned sample, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedures, and it revealed a tear on the anterior view measuring approximately 0.3 cm. No other leak sites were detected during the analysis. Microscopic examination was performed, and the cause of the deflation could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).